Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a scd pump. The customer states there was physical damage on the unit. The unit was sent to a covidien service center. Upon triage, service tech found exposed copper wires on the power cord.